Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms. Defibrillation threshold (dft) testing was performed to test the device system. Shock impedance measurements were 76 ohms with dft testing. No further actions or interventions were planned. No additional adverse patient effects were reported. The device remains in service.